Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/13/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002. Device not returned. To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the needle fall into the patient? No further information is available. If yes, was the needle piece removed from the patient during the same procedure? Were x-rays taken to locate the needle? No further information is available. Was any other tissue damaged as a result of searching the needle? No further information is available. We were reported that the broken piece was found and there was no problem in the procedure. What is the lot number? No further information is available. The product was used on dermis. After the needle breakage occurred, the broken piece fell into the patient¿s body, but it was found without losing it and it was retrieved. No additional treatment was performed due to the event. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used on the dermis. During the procedure, the needle was broken when suturing. The broken piece was found so there was no problem. There were no adverse consequences to the patient. No additional information was provided.